Manufacturer narrative:
This report is being supplemented to provide additional information received from customer. Updated fields: b5, b7, h6.

Event description:
Olympus further received information that during hysterectomy for uterus cervix carcinoma procedure, anesthesia induction was done classical way. Four minutes after surgery started with patient at trendelenburg position, asystole was seen on the scope and oximetry. Insufflation was stopped immediately and medications were given. No defibrillation. The patient's cardiac activity was back to normal situation with sinus tachycardia and hypertension. Estimated time for asystole was one minute. Patient then had hypotension but normalized after medications. The surgery was postponed. Echocardiography in less than an hour following anesthesia was normal. The patient was asymptomatic postoperatively except for palpitation that ended spontaneously at day 2. Patient had cardiology consultation three weeks later: probably severe vagal reaction to has insufflation. Coro scanner was normal. Next will be hysterectomy by vaginal surgery, simple.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation. Based on the results of the investigation, it is likely the phenomenon "short cardiac arrest" occurred due to severe vagal reflex to gas injection resulted in short cardiac arrest. However, the root cause of the phenomenon could not be determined. Additionally, a specific root cause of the phenomenon " thoracic overpressure" could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
"The customer reported to olympus that during hysterectomy surgical procedure, the patient experienced a short episode of a cardiac arrest linked to overpressure of the thoracic cavity with the use of the high flow insufflator unit. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. This complaint requires five reports. The related patient identifiers are as follows: (B)(4): uhi-4, serial number #: (B)(4) is for patient 1 of 5. (B)(4): uhi-4, serial number #: (B)(4) is for patient 2 of 5. (B)(4): uhi-4, serial number # unknown is for patient 3 of 5. (B)(4): uhi-4, serial number # unknown is for patient 4 of 5. (B)(4): uhi-4 , serial number # unknown is for patient 5 of 5. This medwatch report is for patient identifier: (B)(6).

Manufacturer narrative:
This report is being supplemented to correct the h6 problem code and h7.a formal investigation was initiated to investigate the root cause.

Manufacturer narrative:
This report is being supplemented to provide a correction to the initial with information inadvertently left out (d8, h7, and h9).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a root cause of the reported events could not be determined. This supplemental report includes a correction to d4 and h4 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional data: h7, h9.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's updated investigation results. Based on the additional investigation findings, it is likely (if over pressure occurred) that the reported event occurred due to overpressure caused by equipment failure. However, the root cause of the reported event could not be identified with the information received. Olympus will continue to monitor field performance for this device.